Event description:
I began use of renu with moistureloc after routine eye exam on 08/10/04. On 10/26/04, I developed an infection in both eyes and reported to my eye care practitioner. Upon examination, I was immediately sent to a local eye surgery institute and was diagnosed with 8 corneal ulcers in right eye, and 3 in left eye. Permanent corneal scarring has occurred as a result of infection. The infection was diagnosed as fungal (fusarium keratitis). On 04/10/06, I developed another infection requiring antibiotics to stem further complication. I immediately discontinued said product the following day.